Event description:
The complainant has reported that a female patient (age unk) underwent a therapeutic procedure for sigmoid polyp removal. The resolution clip device was utilized to control bleeding at a large post polypectomy bleed. The clip did grasp the tissue at the bleed site; however it would not complete the deployment sequence by releasing from the catheter. This clip was pulled from the mucosa. A second clip wa successfully deployed. A third clip was attempted (please note associated med watch 6000048-2006-00193. Wich resulted in the same non-deployment/detachment from the device. The procedure was successfully completed with use of another type of hemostasis clips. The patient condition is listed as satisfactory upon completion of the procedure.